Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent atrial oversensing resulting in inappropriate auto mode switching episodes was observed during follow-up in clinic. Patient was stable.